Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients were not displayed on the pyxis due to the user being unaware of the functionality. A technical support specialist instructed the customer to merge the patient list and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where some patients were not displayed on the station. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this incident.